Manufacturer narrative:
The system checkout is referenced in MDR: 1723170-2019-00801. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site booted the system and inserted a disk to upload the images. They got an error message stating, " failure in sr manager." They rebooted the system and it gave the same error message. They then went into cranial software and it was functioning as intended. They tried uninstalling and reinstalling the ent software without resolve. Then proceeded with the case without using navigation. Troubleshooting involved uninstalling and reinstalling the ent software. They tried rebooting the system. They compared software applications to check to see if the issue was on both software applications, which it was not. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site booted the system and inserted a disk to upload the images. They got an error message stating, " failure in sr manager." They rebooted the system and it gave the same error message. They then went into cranial software and it was functioning as intended. They tried uninstalling and reinstalling the ent software without resolve. Then proceeded with the case without using navigation. Troubleshooting involved uninstalling and reinstalling the ent software. They tried rebooting the system. They compared software applications to check to see if the issue was on both software applications, which it was not. There was less than an hour delay in the procedure. No impact on patient outcome.